Event description:
It was reported while using 4 bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: needles are not properly functioning, will not flush fluids.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. One thousand three hundred fifty samples were provided to our quality team for investigation. Eighty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. One sample did not expel the solution due to clogged. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the needle lubricant application process was performed. The settings were correct and the flow of product was good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.